Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. System check was performed by clinical support (clss) and reportedly the customer was not removing air from the cartridge. Clss informed the customer that not removing air from the cartridge was off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.